Event description:
It was reported that a vascular stent was partially deployed with the lock on when it was removed from the sterile package. A new vascular stent was deployed successfully in the sfa. No reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.